Event description:
Reportedly, the day after the surgery, the patient was brought back into surgery. During the second operation it was discovered that approximately one third of the anastomosis was opened. A colostomy was performed.